Event description:
It was reported that the right ventricular (rv) lead threshold was high at implant and the thresholds have rose over time. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.